Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient noted their device was not working, and could not get a signal when they tried to charge. The patient spoke with their doctor and they stated that they would take it out and replace it. No patient symptoms were reported and the device was indicated for non-malignant pain and radicular pain syndrome(radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.